Event description:
According to the available information the titan was implanted on (B)(6) 2015 and revised on (B)(6) 2021 due to a malfunction.

Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the longer exhaust tube of the pump to separate while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, malfunction. No other adverse patient effects were reported.